Manufacturer narrative:
A review of tickets was performed for the likely cause reagent lot number 60472fz01. A review of all complaints associated and a review of complaint trends for the list number was performed. Trending review did not identify an increase in complaint activity for the current complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming that this lot is meeting the alinity I anti-hbs product requirements. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling including sample integrity / handling instructions concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I anti-hbs kit (lot# 60472fz01).

Event description:
The customer observed falsely elevated alinity I anti-hbs for two patients. The results were not reported out. The samples were repeated with lower results. The following results were provided: patient 1 initial anti-hbs result = 15.52, repeat result= 8.27 miu/ml. Patient 2 initial anti-hbs result = 10.83 repeat results = 4.25 and 7.14 miu/ml. Per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 iu/l is regarded as being protective against hepatitis b viral infection.¿ no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I anti-hbs for two patients. The results were not reported out. The samples were repeated with lower results. The following results were provided: patient 1 initial anti-hbs result = 15.52, repeat result= 8.27 miu/ml patient 2 initial anti-hbs result = 10.83 repeat results = 4.25 and 7.14 miu/ml per the alinity I anti-hbs package insert, interpretation of results section, ¿based on the world health organization recommendation, an anti-hbs concentration = 10 iu/l is regarded as being protective against hepatitis b viral infection.¿ no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.